Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.